Event description:
It was reported by the tc that the serial adapter cable was not making a good connection. This cable was isolated as the problem component when another serial adapter cable was used with the sys which made a good connection and resolved the issue. A new serial adapter cable was shipped to the tc. Prod has been returned to the MFR for prod analysis. Prod analysis is pending on this component.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.